Event description:
User reports one pt sample with discrepant free t4 results. Initial result gave 31; repeat on same analyzer gave 32.2. Repeat on another analyzer gave 22.8. (No units of measure provided.) No info provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.